Event description:
Additional information from the hcp reports the patient had been experiencing no symptoms. The pump was replaced due to the fact it was 5 years old. The patient is reported to have recovered without sequela.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant was given.